Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the patient thinks the cause of the implantable neurostimulator (ins) getting hot is due to the device getting below 50% and taking longer to charge with the recharger. The recharger cord battery then got hot which made their back warm. The patient reported that the issue has been resolved. They do not go below 60% or less. They charge every 1 or 2 days now.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated they are having trouble charging their implantable neurostimulator (ins) again. Caller stated this is about the 3rd time they've had trouble trying to get it to connect to charge the implantable neurostimulator (ins). Caller added that the relay box on the recharger is getting real hot and making the implantable neurostimulator (ins) battery hot as well. Caller noted that last month it happened a couple times, but it didn't get as hot as it has been recently. Caller said they are trying to charge every day to every other day now and yesterday the implantable neurostimulator (ins) was at 60% but they still couldn't connect. Caller stated the controller just spins around on the checking the recharger screen and never connects. Caller tried resetting the controller battery but that didn't resolve the issue. Agent had caller examine the equipment for damage. Caller noted no visible damage. The issue was not resolved. A replacement recharger was sent out. No symptoms were reported. Later, patient called back stating they got new recharger but are still stuck on checking recharger. Agent had patient clean controller port and recharger plug in. Patient was able to charge at excellent.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger; product ID: 97755-s, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.